Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the information that the device was manufactured over 6 years ago, omsc assumed that the reported event was caused by the defect of the video connector socket lock due to followings; -aged deterioration due to long-term use -excessive stress if significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was returned to the service department of olympus medical systems (B)(4)private limited (omsi) for evaluation. The evaluation of the device confirmed the followings; -defect of the video connector socket lock was noted. Due to this defect, the light emitted from the distal end of the endoscope was automatically turned on and off, and the endoscope image was flickering. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the endoscopic image was flickering. There was no report of patient injury associated with this event.